Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 21 mmol/l (378 mg/dl). The pod was worn between 36 and 48 hours. It was noted that the needle did not retract and the cannula was damaged. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The pod was received with the cannula assembly deployed and the formed needle (hard cannula) visible out of the bottom housing. Inspection of the device found the slide insert visible within the top housing viewing window, but the linkage assembly not in its fully retracted position. Upon opening of the device, the linkage assembly was still not in its fully retracted position, indicating an issue with the linkage assembly. The linkage assembly was able to be moved to its fully deployed position using tweezers. The needle mechanism was then reset back to its not deployed position. Rotation of the ratchet gear caused the needle to deploy and retract normally after reset. The slide insert and slide retract were both in their fully retracted positions once deployed after reset. The linkage assembly was disassembled and damage was observed on both the linkage and mechanism rail. This damage caused the needle mechanism to not fully retract. The soft cannula measured out of specification at 1.0615 inches. A tear was observed on the exposed portion of the soft cannula. This tear was caused by the formed needle puncturing the exposed portion of the soft cannula. When this damage occurred could not be determined. The hard cannula was also observed to be bent. When this damage occurred could not be determined as the device was received with the needle exposed. The exact cause of this damage could not be determined.